Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2 and e3. The information included in e2/e3 was inadvertenly omitted from the initital medwatch report. Please see updates to e2, e3, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the broken light post was due to the use of excessive force by the customer. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue was confirmed. The light guide (lg) post was found detached , apart. Device was returned without inner outer adapters and was returned with protector tube. In addition, object window was inspected and found dents on distal end. Cracked lens in optical system was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported broken light post. The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported due to the event.